Event description:
It was reported the programmer screen flickers, fades out, and is barely viewable. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the display flickers and has a pink hue. It was also noted that the keyboard was damaged.